Event description:
It was reported that the patient experienced a return of symptoms that started may of last year. The symptoms reported were urinary incontinence and numbness in right leg. The patient had seen specialists and was redirected to see her pump physician regarding issues to determine if they are related to catheter placement. It was reported that the residual volume was greater than the expected residual volume. The caller did not provide specific values for volumes; has varied from 3-9 each time. The patient was scheduled for a revision on (B)(6) 2012. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown; catheter model# 8598 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown.